Manufacturer narrative:
Qc prior to and after the event was within lab-established ranges. A field service engineer (fse) on (B)(6) 2010 cleaned, replaced and aligned several hardware components. On (B)(6) 2010, the customer reported reagent level low errors. On (B)(6) 2010, the fse replaced the glucose module and calibrated the sensor. Qc passed within ranges. A 10 point precision run passed. A clear root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false low glucose (gluc) result generated by the unicel dxc 600 pro synchron clinical systems for one patient. The original result obtained was 8 mg/dl. Upon repeat the result obtained was 95 mg/dl. The false result was not reported outside of the lab. There was no affect to the patient or user associated with this event.